Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the magnet appeared to be fractured internally and disassociated. Additionally, it was reported that fretting/corrosion is visible. No patient adverse event was reported.

Event description:
No additional information has been provided.

Manufacturer narrative:
Corrected data: h6 (investigation conclusions), h10 corrected device evaluation: the rod was observed to be fully distracted with score marks consistent with expected markings due to incremental distraction. There were no signs of corrosion and fretting were observed, therefore, the reported fretting/corrosion was unable to be confirmed. Based off of the visual inspection, the reported magnet fracture and disassociation failure was confirmed. The break in the rod caused the magnet to disassociate from the distraction rod. This can occur as the rod is not designed to withstand heavy bending loads that can be caused due to the patient¿s unique anatomical structure and daily activities.

Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: upon receipt of returned product visual inspection confirmed the reported failure as the rod was found to be broken. Due to the condition of the rod functional testing did not apply. The work order was reviewed and confirmed the device passed all inspections. The rod met manufacturing assembly specifications. The breakage is not related to a manufacturing processes or material issue/failure. The root cause was determined to be due to the patient¿s daily activities and unique anatomical structure which can influence the amount of stress applied to certain sections of the rod. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections prior to release.